Event description:
It was reported that while using bd veo¿ insulin syringes with bd ultra-fine¿ needle customer had allergic reaction. Customer went to urgent care and was prescribed antibiotics. 1st of 2 issues. The following information was provided by the initial reporter: additional information obtained from customer 03-jul-2023-07-03: stated in 2020, she went to an urgent care and was prescribed an antibiotic and told to follow up with her primary care physicians. Stated, physician thought the reactions may have been caused by insulin she was using therefore she was prescribed a different insulin consumer stated, now two years later she is still getting the pain, redness on injection site, swelling, and infection. Stated, the plans is to see an allergist for testing. Thinks she may be allergic to "medical grade silicone" used in syringes.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd veo¿ insulin syringes with bd ultra-fine¿ needle customer had allergic reaction. Customer went to urgent care and was prescribed antibiotics. 1st of 2 issues. The following information was provided by the initial reporter: additional information obtained from customer 03-jul-2023-07-03: stated in 2020, she went to an urgent care and was prescribed an antibiotic and told to follow up with her primary care physicians. Stated, physician thought the reactions may have been caused by insulin she was using therefore she was prescribed a different insulin consumer stated, now two years later she is still getting the pain, redness on injection site, swelling, and infection. Stated, the plans is to see an allergist for testing. Thinks she may be allergic to "medical grade silicone" used in syringes.